Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 devices were received for evaluation; 11 events were duplicated during testing. 5 devices were found to be affected by compromised lubrication. 4 devices were found to have internal corrosion. 1 device was found to be affected by internal corrosion and shattered bearings. 1 device was found to have debris. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events in which the device was reportedly overheating. 14 events had no patient involvement; no patient impact.